Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advance tube of a 6/7f mynxgrip vascular closure device (vcd) was not exposed when using the device. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advance tube of a 6/7f mynxgrip vascular closure device (vcd) was not exposed when using the device. Hemostasis was achieved using manual compression for approximately 20 minutes. The patient was not hospitalized or had an extended hospitalization due to the event and was reported as recovered. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU), and the user was trained through operation videos, factory training, and demo operation. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity, no presence of pvd or calcium near the puncture site, and no kinking or bending of the sheath. An 8f non-cordis sheath was used, and the mynx vcd was utilized in an interventional procedure with a retrograde approach. The user fully shuttled down the device without significant resistance, and no unusual force was applied during sheath retraction. The advancer tube was not visible. No resistance or friction was experienced as the mynx vcd was advanced through the sheath, and the sealant was not stuck to any device components. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the white advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was not exposed when using the device. Hemostasis was achieved using manual compression for approximately 20 minutes. The patient was not hospitalized or had an extended hospitalization due to the event and was reported as recovered. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU), and the user was trained through operation videos, factory training, and demo operation. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees), and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity, no presence of peripheral vascular disease (pvd) or calcium near the puncture site, and no kinking or bending of the sheath. An 8f non-cordis sheath was used, and the mynx vcd was utilized in an interventional procedure with a retrograde approach. The user fully shuttled down the device without significant resistance, and no unusual force was applied during sheath retraction. The advancer tube was not visible. No resistance or friction was experienced as the mynx vcd was advanced through the sheath, and the sealant was not stuck to any device components. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged with the black handle and the stopcock was in the open position, with a cordis mynx syringe attached to the unit. Additionally, an 8f cordis avanti sheath was returned inserted onto the device. The sealant was exposed, and the advancer tube was in its manufactured position. No additional anomalies were observed during the visual inspection. A functional inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no issues observed related to the reported event. A full deployment simulation could not be executed per the IFU, as the device was received with the sealant already exposed. However, after manually removing the sealant, the advancer tube deployment mechanism was tested. The mechanism activated as expected, with no abnormal conditions observed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube passed functional analysis, and the sealant was exposed on the catheter, indicating a misdeployment of the sealant likely occurred instead. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported. However, since the advancer tube was still in its manufactured position within the shuttle, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, most likely contributed to the issue reported by the customer since there were no anomalies noted to the advancer tube during functional analysis and the sealant was deployed in the middle of the delivery shaft. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Also, it was noted that an 8f sheath was used with a 6f/7f mynxgrip vcd. Per the indications for use within the IFU states, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.